Manufacturer narrative:
The event of premature battery depletion was not confirmed. The device was at elective replacement indicator (eri) level upon receipt. The analysis performed did not show any anomalies. The device image showed the device was programmed to high settings in the field, and the autocapture feature was enabled and operated in high output mode. At times, when automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed, and the device has exceeded the total projected longevity and is considered normal battery depletion. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the device exhibited early battery depletion. The device was explanted and replaced. The patient was in stable condition with no adverse health consequences.